Event description:
It was reported that the release button of the leg extension on the 2800 system was bent, however, it was still functional. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation also identified holes punched in the bottom of the leg extension and a crack on one side of the extension. Replaced the leg extension. The system was tested and found to be working as intended and placed back into service.